Event description:
Post motor vehicle accident the pt experiened lack of right hand tremor control and a different spread of paresthesias when the stimulator was activated. The pt developed a bruising over the pulse generator site which was under their seat belt during the mva. Hcp reported no acceptable tremor control could be obtained without adverse and significant side effects: metallic taste in mouth, right hemi-body paresthesias, dizziness and forehead tightening. 4 months earlier pt was noted to have good tremor control. A new scan was obtained and the lead location appeared unchanged. After disconnection of ipg from lead extender, an external pulse generator was connected to the lead extender. This showed return of tremor control with location appropriate paresthesias. A new ipg was placed in the chest and connected to the existing lead extender. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is recieved.